Manufacturer narrative:
An investigation was opened to becton dickinson, the supplier of the syringe barrel, in order to evaluate the particles found within the barrel component. The syringe barrel is thought to be the most likely source of the plastic particulate.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. The 510k number is unknown as this is a custom defined device.

Event description:
It was reported that a short hair-like material was found inside the vamp flex syringe before use. There was no patient involvement.

Manufacturer narrative:
We received one single dpt-vamp flex kit with an IV set and pressure tubing for examination. The reported event of contamination issue inside of the vamp flex was confirmed. One red thread-like particulate was observed inside of the elbow of the vamp flex unit during a visual examination. The particulate was approximately 4mm long. The plunger of the vamp flex was pushed to the closed position, but the particulate stayed at the same location inside of the elbow. The vamp flex was shut-off using the reservoir stopcock, and the line was flushed continuously for 5 minutes, but no visible particulate was flushed out from the kit. The plunger of vamp flex also moved smoothly and evenly at rate of 1ml per 1 second several times, but the particulate stayed at the same location inside of the elbow. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. A supplemental report will be forthcoming with the chemistry analysis report. With pressure tubing sets, it is common for the clinician to check for air or particulates while priming the line for use. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Per chemistry study, the ir spectrum of the unknown red thread-like material showed similar absorption characteristics when comparing to polyoxymethylene like material. An investigation is in progress to ascertain the origin of the threadlike material. A review of the manufacturing records indicated that the product met specifications upon release.